Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the instrument's teflon pad came loose during an unspecified procedure. There was no report of patient/user harm.

Event description:
No additional info from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h3, h4. Based on the results of the investigation a definitive root cause could not be established. The most likely cause for the reported event is: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. Olympus will continue to monitor field performance for this device.